Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump suspended due to inaccurate sensor readings. The patient's sensor glucose was 60 mg/dl despite a blood glucose of 152 mg/dl. The customer mentioned that his 60 mg/dl sensor glucose is above the threshold suspend limit of 54 mg/dl. The insulin pump also suspended in another instance due to a sensor glucose below 60 mg/dl despite a blood glucose of 104 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications.